Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the grounding pad sparked and the plasma blade burned the patient and the surgeon.